Event description:
Patient developed a reaction to clip placed used during breast biopsy. Concern: issue with packaging and warnings r/t nickle allergy. It appears the clips come in a box of 5, the label on the outside of the product notes a warning to read instructions p/t use. Instructions are a piece of paper within the box and notes: a contraindication of use in patients who have a nickle allergy. It is felt by staff that a clear warning of contraindications should be on outside of product label not just a loose instruction sheet in box.